Event description:
This device was implanted on (B)(6) 2016 and to be explanted on (B)(6) 2016 due infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).